Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative they had upper back pain with stimulation on and required higher than usual amplitudes to feel stimulation. The patient had fallen. The representative saw the patient in the office on the day of the report for a complaint of pain with scs use. Electrode impedences test was done and displayed high impedences on 0 and 6 of >10,000 ohms. Following reprogramming, the patient did not feel pain with scs on and was able to feel stimulation at her usual amplitude levels. The issue was resolved. The physician was notified of high impedences and reprogramming and the patient report of falling. No injury occurred during the fall. No further intervention was requested or planned from the physician. The patient outcome was reported to be alive with no injury. There was no surgical intervention performed or planned. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.